Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 39-year-old female patient who had essure (ess205) (batch no. 620743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, dysfunctional uterine bleeding, amenorrhea, menopause, irritable bowel syndrome, hypertension, ovarian cyst (right), urinary tract infection (blood in urine), leiomyoma nos, perineal pain, headache, irregular menstruation, balance disorder, taste metallic and paratubal cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced allergy to metals ("nickel allergy") with rash and pruritus, dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: lower abdominal") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during mestruation/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomyuterosacral ligament suspension). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and tooth disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and fatigue had resolved and the allergy to metals and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion current weight 259 lbs. On (B)(6) 2016, kub which revealed two essure coils in the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, lower abdominal pain, menorragia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: satisfactory placement and full occlusion of tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 39-year-old female patient who had essure (ess205) (batch no. 620743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, dysfunctional uterine bleeding, amenorrhea, menopause, irritable bowel syndrome, hypertension, ovarian cyst (right), urinary tract infection (blood in urine), leiomyoma nos, perineal pain, headache, irregular menstruation, balance disorder, taste metallic and paratubal cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced allergy to metals ("nickel allergy") with rash and pruritus, dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: lower abdominal") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during mestruation/abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). The patient was treated with surgery (total laparoscopic hysterectomy/bilateral salpingectomyuterosacral ligament suspension). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and tooth disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and fatigue had resolved and the allergy to metals and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. Current weight 259 lbs. On (B)(6) 2016, kub which revealed two essure coils in the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, lower abdominal pain, menorragia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 28-feb-2018: per pfs: reporter information was added. This case concerns 39 year old patient. Lab data was amended. Her concurrent conditions were added. Concomitant medications were added. Essure indication was added. Essure lot number was added. Following events were added abnormal bleeding (vaginal, menorrhagia), nickel allergy, rashes, itching, dental problems, dysmenorrhea (cramping), pain: lower abdominal, weight gain and fatigue. She had recovered from the following events: pain: abdominal, cramping, abnormal bleeding and fatigue. She was recovering from following events: itching, rashes and weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.